Event description:
Pt. Fell out of bed this am. Per (B)(6) at hospice unsure if any injuries occurred or if there were any witnesses. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).